Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018 arjo became aware of the event with involvement of sara stedy active lift. It was reported by customer that during transferring the patient the lift moved unintended. Patient feet went under device and lost its balance. The caregiver need to assist bariatric patient to the floor. As a consequence of the event the caregiver sustained low back pain.

Manufacturer narrative:
On 11 may 2018 arjo became aware of the event with the involvement of sara stedy active lift. It was reported by the customer facility that during resident's transfer from bed to commode the lift moved forward slowly, although, the device's brakes were engaged. The patient feet went under the device and, as a consequence, the bariatric patient lost his/her stability and almost fall. The caregiver assisted a bariatric patient to be laid down on the floor. As a result of the described situation, the caregiver sustained low back pain. After the event, the involved device was put back to use before the arjo service technicians were able to evaluate the lift. Due to lack of information which device was directly involved in the event, the service technician tested all available sara stedy lifts at the customer site. The functional test showed that all devices were working according to manufacturer's specification- no malfunction was found. Sara stedy is a mobile active lift, which is intended to be used only by patients who have the ability to stand unaided or who can stand with minimal assistance. It may also be used as a supportive aid when elevating a patient for purposes of changing wound dressings, incontinence pads or for personal cleansing. User of the device is obligated to read the operating manual provided by the manufacturer before operating the device. All devices are equipped with instruction for use. The sara stedy instructions for use (001-12325-en rev. 21) contains information: "make sure that all castors rotate freely and the rear brakes lock before every use". "Avoid any impact during transfer." The reported event was considered to represent a sequence of unfortunate events. The patient stood outside the lift and lost her stability. The caregiver assisted a bariatric patient to be laid down on the floor. It was impossible to define with certainty what caused the unintended movement of the device. The device evaluation did not reveal any castor brake malfunction, the syptom reported could not be recreated. To conclude, arjo sara stedy active lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. It was reported that arjo device moved forward slowly, although the device brakes were engaged - based on the allegation reported, it failed to meet its performance specification. The device was tested by arjo service technician and no malfunction was found. We report this event to competent authorities due to specific circumstances which posed a resident at a risk of fall.